Event description:
Patient, hospitalized for a revision of a prosthesis of bipolar right hip following a fall at home in (B)(6) 2018. In (B)(6), the patient consults for severe pain. Detected a fracture of the ceramic insert at the level of the right acetabulum. This was a 2009 hip replacement. Update (B)(6), 2018: no, only the insert and the acetabulum. The patient underwent surgery for bipolar revision of his hip prosthesis: total hip revision. In 2009, it was also a total hip recovery. *this pi is for revision of a prosthesis of bipolar right hip following a fall at home in (B)(6) 2018.

Manufacturer narrative:
It has been confirmed that this record is a duplicate of MFR# 0002249697-2019-00144. Therefore, this record ID being cancelled.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient hospitalized for a revision of a prosthesis of bipolar right hip following a fall at home in (B)(6) 2018. In (B)(6), the patient consults for severe pain. Detected a fracture of the ceramic insert at the level of the right acetabulum. This was a 2009 hip replacement. Update dec 20, 2018: no, only the insert and the acetabulum. The patient underwent surgery for bipolar revision of his hip prosthesis: total hip revision. In 2009, it was also a total hip recovery. This pi is for revision of a prosthesis of bipolar right hip following a fall at home in (B)(6) 2018.